Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were unspecified alarms. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings:. Upon investigation, the black box shows dates from (B)(4) 2018 to (B)(4) 2018. The black box data from the date of the original complaint has been overwritten. There was no battery cap returned. All testing performed was with a test battery cap. The pump powered on with a test battery cap. During the investigation while attempting to run a 12 hour basal program, the pump would alarm with an intermittent "loss of prime" warning. The pump case was removed. No evidence of moisture or loose components were found inside the pump. The pump was unable to be adequately investigated for the complaint due to the inability to review the black box data from date of the complaint and a complete 12 hour basal program was not able to be performed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.